Event description:
It was reported that pump malfunction occurred, identified by malfunction code 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction codes appeared again, which customer acknowledged and understood.